Event description:
Patient attempted walking after donning the prosthesis and stepped out of the device which resulted in a fall and a humeral-neck fracture.

Manufacturer narrative:
No product failure was identified. User failed to engage the pin in the lock before walking with the prosthesis.

Event description:
Patient attempted walking after donning the prosthesis and stepped out of the device which resulted in a fall and a humeral-neck fracture.